Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged. A driveline sheath repair was performed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the event date were not available for analysis. On-site inspection of the driveline cable revealed that the previous repair was worn out, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline sheath. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation evaluated the driveline sheath damages. Based on the investigation conducted under an internal investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. If information is provided in the future, a supplemental report will be issued.